Event description:
The customer reported randomly obtaining low patient results for glucose, direct bilirubin and total bilirubin on their au680 clinical chemistry analyzer. When the customer repeated the patient samples, results were normal. The customer did not release low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the degasser to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case: (B)(4).